Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the device has been lost and will not be returned.